Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The manufacturer¿s international service technician replaced the following: flow sensor assembly to address the reported airflow and oxygen flow accuracy problems, and the power switch overlay to address the reported led power switch problem. Parts were returned to the manufacturer for investigation, the follow was determined: airflow accuracy failure was caused by an out of spec air flow sensor u1. Oxygen flow accuracy failure: the oxygen flow sensor was tested with no errors identified. Power switch led: no part was returned for investigation of this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy, oxygen flow accuracy, and power switch led failures. There was no patient involvement.